Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial vein. The 99% stenosed target lesion was located in a shunt in the severely calcified and mildly tortuous unspecified vein. A 4f high flow unspecified sheath was used. After a non bsc guide wire crossed the target lesion, a 8.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The physician pulled the device out from the body. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).